Event description:
We received a report that an intraocular lens was explanted from the patient's left eye due to the surgeon making a diopter calculation error. The patient's visual acuity was 20/25 after the lens was explanted. The explant did not require an incision enlargement or vitrectomy.

Manufacturer narrative:
(B)(4). Manufacturing records were reviewed including device history records, sterilization records, environmental monitoring records and process and material changes; all records were within specifications. All pertinent information available to the manufacturer has been submitted. Placeholder.